Event description:
It was reported ¿two years ago¿ a suspected overdose. The patient¿s family stated the patient was ¿essentially in a comatose state¿ and could not be aroused by family or by the ambulance staff. The patient awakened when narcan was administered but ¿slipped back¿ when that wore off. The patient reported weird smell, bad taste, and extreme pain. Per the reporter the discharge paper from the hospital said ¿morphine overdose¿ and that the pain hcp did not acknowledge that. Additional information later reported the first couple of years with pump was fine, but last couple of years not so great. Per the reporter they believed there was no medical reason for him to have been in a coma. Since being in a coma, the patient had been in and out of the hospital and been really sick. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n193633, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had a pump refill on (B)(6) 2011. The patient's pain was well controlled. The procedure was uneventful. No changes were made. The pump was delivering morphine and bupivacaine. On (B)(6) 2011, the patient was admitted with an altered mental status; the patient was found unarousable at home and brought to the emergency room. The patient was given a dose of naloxone (0.4 mg), but subsequently re-narcotized. The patient was given a second dose of narcan. At that time, the pump managing physician spoke with the patient. The patient said he was having pain and had taken a pain pill to help with his pain and that was the last thing he remembered. It was noted that, the patient did not receive oral narcotics from the pump managing physician. In mid-july, the patient had been given 24 tablets of vicodin by the dentist after a tooth abscess. After a period of time, the patient became unresponsive again, so a narcan drip was started with improvement in his mental clarity. The patient had spontaneous respirations throughout the event. Some drug was taken from the pump and sent for analysis, the pump dose was turned down to less than half of what it was, a urine toxicology screen was done, liver function tests were ordered, and the patient was admitted. The patient was seen in the clinic on (B)(6) 2011. The clinic had received confirmation from an independent compounding pharmacy that verified that the morphine in the patient&#38112;pump was actually at a lesser concentration (3.7 mg/ml versus 5 mg/ml) and therefore had been ruled out as the etiology of his unresponsiveness. The pump did not have any alarms and appeared to be working appropriately. The expected volume was 19.5 cc and that was what was withdrawn from the reservoir. The patient's urine tox screen was positive for opiates and morphine; negative for all other substances, therefore an overdose of vicodin was ruled out as an etiology for his overdose. In addition he had a head CT which was negative. At the visit, the patient was having an increase in his baseline back pain and had not had any subsequent unresponsive episodes. He did have some numbness in his feet and felt like he was walking on pins and needles and he also had some burning dysesthesias. He had not been feeling very well over the last day; he had had some chills and some gastrointestinal upset; the physician felt that the symptoms were unrelated to withdrawal symptoms as these would have manifested sooner after the decrease in intrathecal pump dose. The pump dose was increased by 5% at the visit. The cause of the unresponsive event was undetermined. The patient was given neurontin for the numbness in his feet. The patient was seen again on (B)(6) 2011, the numbness in his feet was slightly improved with the neurontin. The patient's back pain was 6/10 ranging between 4-7/10; worse with activity, better with rest. On examination the patient had tenderness over the lumbar spine. The pump dose was increased by 5%. The pump managing physician was planning to contact the patient's primary care physician for other possibilities for the unresponsive event as he had ruled out that a narcotic overdose was the etiology. At the (B)(6) 2011 visit, the patient's wife stated that the patient had felt tired the evening before the event and was sleepy the day of the event before she left for work. At this visit, the patient had "not been feeling right" for several weeks. The patient had burning in his feet and his "head feels cloudy". The patient was had dizziness and an unsteady gait. The patient's pain had increased. The patient had difficulty standing up straight and ambulating. The patient appeared fatigued and was slow to respond. The patient had midline tenderness on palpation. The physician "strongly believed that his unresponsive episode was not related to the intrathecal opiate infusion system". The patient was referred to his primary care physician to check for an organic pathology. The patient was seen again on (B)(6) 2011, it was felt that the burning sensation that the patient had been experiencing at the prior visit was a possible side effect of gabapentin. The patient had since weaned off of the gabapentin and felt that his symptoms had improved. The patient continued to have low back and leg pain. The patient had no more unresponsive episodes. The pump dose was increased. As of (B)(6) 2013, the patient had experienced no additional unresponsive episodes.